Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Subsequent information from the local field representative (fr) indicated that the patient was seen in office and is being followed regularly. The system was tested and it was found that everything was working appropriately.

Event description:
Boston scientific crm received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) and that associated right ventricular (rv) lead displayed a high, out of range shock impedance measurement. An attempt to obtain additional information has been made. No adverse patient effects were reported.